Event description:
Event description boston scientific received information that the patient with this right ventricular lead had a syncopal episode while at work. During a follow-up, it was noted that while in bipolar configuration, impedance measurements varied. However, when the field representative programmed the lead to unipolar configuration, all measurments were in normal range and remained stable. The physician has scheduled the lead to be explanted and replaced.